Event description:
It was reported the patient received the following results within 15 minutes: at 6:59 am a reading of 133 mg/dl, at 6:58 am a reading of 117 mg/dl, at 6:57 am a reading of 123 mg/dl, at 6:56 am a reading of 107 mg/dl, at 6:56 am a reading of 127 mg/dl, at 6:55 am a reading of 255 mg/dl.